Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2012 due to infection. The tibial bearing and locking bar were removed and replaced with biomet bearing and locking bar.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." This is one of eight infection events involving this hospital. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-01416 / 01419).